Manufacturer narrative:
Six patient samples were sent in for investigation. The samples were checked with retention kits. The samples were also investigated with ortho save elisa and fujirebio innolia hcv score. The customer's negative patient results were reproduced. Samples 1-5 were considered to be true negative. Sample 6 tested positive with ortho save elisa and the fujirebio innolia hcv score was indeterminate. A final assessment cannot be given for sample 6 due to an indeterminate blot result. A sample specific cross reactivity or an interference might be a possible root cause for the inconsistent results but this could not be determined. There is no indication that the a-hcv ii reagent does not perform within specification.

Event description:
The customer reported questionable results for twelve patient samples tested for antibody to hepatitis c virus (anti-hcv). Nine samples were observed as being different than the results produced by a centaur analyzer. Six patient samples were false negative when compared to the centaur. It is not known if any erroneous results were reported outside of the laboratory. The customer does not know which results are correct. The first patient sample initially resulted in results of 0.31 coi and 0.29 coi. The sample was repeated on a centaur analyzer with a result of 1.83 coi. The second patient sample initially resulted in results of 0.56 coi and 0.53 coi. The sample was repeated on a centaur analyzer with a result of 2.05 coi. The third patient sample initially resulted in results of 0.07 coi and 0.07 coi. The sample was repeated on a centaur analyzer with a result of 1.63 coi. The fourth patient sample initially resulted in results of 0.07 coi and 0.06 coi. The sample was repeated on a centaur analyzer with a result of 1.42 coi. The fifth patient sample initially resulted in results of 0.07 coi and 0.07 coi. The sample was repeated on a centaur analyzer with a result of 2.83 coi. The sixth patient sample initially resulted in results of 0.07 coi and 0.07 coi. The sample was repeated on a centaur analyzer with a result of 1.61 coi. No adverse event occurred. The anti-hcv reagent lot number was 179039. The expiration date was requested but not provided.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).